Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm with an unknown diameter. The proximal aortic neck was 21.1 ¿ 19.1mm in diameter, and 19.7mm long. The diameter of the right iliac artery was 9.6 ¿ 8.4mm. The diameter of the left iliac artery was 9.2mm. The right femoral artery was 7.6mm in diameter, and the left was 6.9mm. The device was successfully implanted and the delivery system was discarded. The medical history was not reported. It was reported that routine follow-up imaging done approximately one year post implant revealed stenosis in the distal edge of the ipsilateral limb. A secondary intervention was performed to dilate the area of stenosis with an 8 mm pta balloon, implant another manufacturer¿s 12mm bare metal stent, and dilate the area again with a 10mm pta balloon. This resolved the stenosis. The physician stated that device selection and implant position may have contributed to the event due to the long length main body with the distal edge of the ipsilateral limb implanted just proximal to the right internal iliac artery. It is unknown why the 13mm limb was placed into an 8.4mm iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stenosis. Oversized stent graft used. Conclusions: stenosis. Oversized stent graft used.